Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic, the atrial lead in device system continues to have increasing threshold. The new programmed output was reset and lead impedances tested normal. Sensing tested normal. The patient was discharged.